Event description:
During the review of wadiana logs received from the customer as part of tc10-186 product notification review of previously reported results on the ortho provue analyzer, the following incident was identified. This incident was related to failure to dispense plasma following a cancelled microtube per tc 10-174 cancelled microtubes using software version 3.1 on the ortho provue analyzer. The event was related to the crossmatch-is test. Event occurred on (B)(6) 2010 at 13:13 to batch 8430. Provue failed to deliver patient plasma into the microwell # 3 to the mts buffered gel card (barcode # 09210904022406014203) for the is crossmatch to sample ID (B)(4) (position #16 on the carousel) to donor ID# (B)(6). Provue had resulted the test with a negative result.

Event description:
The user noted an issue with high ise results. Specific number of patient samples impacted was not provided. Results for ctonrols and approximately 3 patient samples were provided. Of the data provided, the results for one patient sample and the control material were discrepant. No unit of measure was provided. Sample sodium results were 117.3 with a data flag and 150.3, potassium results were 5.84 with a data flag and 4.59. Control sodium results were 121.3, 138.4, 120.5 and 121.5. No information was provided to determine if erroneous results were reported or if patients were adversely affected. The lot numbers of the sodium and potassium electrodes were not provided.

Manufacturer narrative:
Based upon information provided, a sipper nozzle related issue, such as clot formation in sipper nozzle or a misadjusted sipper nozzle, might have caused the issue. The sipper nozzle was replaced by the field service representative. Calibration, quality control and patient sample results were then acceptable. Follow up confirmed the user had no further events since the service visit. No adverse events in relation to the erroneous results were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.